Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip failed to detach from the delivery system to deploy. The clip was removed from the scope. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as stable.

Manufacturer narrative:
(B)(4) clip failed to release. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. There was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, as evident by the kink in the control wire the user may have exceeded the design limits of the device during use. Most probably, the difficulties experienced during deployment were due to anatomical or procedural factors which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip failed to detach from the delivery system to deploy. The clip was removed from the scope. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as stable.